Event description:
The customer stated the battery is out of specs. No pt involvement has been addressed.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.